Event description:
It has been reported to philips that during a coronary angiography and coronary artery stent implantation, the dsa real-time display screen went black. The technician contacted the remote engineer for guidance. Through trial and error, the real-time display returned to normal use and the surgeon successfully performed the procedure. The current status of the patient is unknown. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure could be completed after a restart of the system. A philips engineer inspected the system onsite and identified an intermittent issue with the live monitor. The engineer replaced the monitor and the system was returned to use in good working order. Based on the additional information received, philips evaluates the reported event as not reportable. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Corrected data: codes are updated as per the investigation outcome.